Event description:
Info received indicates the head of the bed is not going up due to defective valve guide tube in the hydraulic manifold.

Manufacturer narrative:
The technician replaced the defective valve guide tube to repair the bed.